Event description:
A report was received that the patient developed an infection. The symptom was drainage at the pocket site. The infection was not device related. The patient will undergo an explant procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection. The symptom was drainage at the pocket site. The infection was not device related. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the pocket for the battery did not heal correctly. It was believed that the healing impairment was not device related.

Event description:
A report was received that the patient developed an infection. The symptom was drainage at the pocket site. The infection was not device related. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Additional suspect medical device component involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient developed an infection. The symptom was drainage at the pocket site. The infection was not device related. The patient will undergo an explant procedure.

Event description:
A report was received that the patient developed an infection. The symptom was drainage at the pocket site. The infection was not device related. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg explant procedure and leads were left in the patient's body.

Event description:
A report was received that the patient developed an infection. The symptom was drainage at the pocket site. The infection was not device related. The patient will undergo an explant procedure.